Event description:
It was reported that the patient presented with post-paced t-wave over-sensing exhibited on the implantable cardioverter defibrillator. Further information was requested but not received.

Manufacturer narrative:
Correction: h6: codes should reflect product not returned.

Event description:
New information received notes that the event date was (B)(6) 2023. The patient had presented in-clinic for a generator change/ elective replacement procedure. Corrective programming changes were made. The patient was stable throughout.